Event description:
It was reported an issue with novosyn quick suture. The client reported that when using ref. (B)(4), needle is breaking off from thread. Several threads from the same lot number have the same problem. There was no specific patient involved. This suture is mostly used by mouth/throat/face surgeons and they are worried that the needle would fall in the tongue and could be swallowed afterwards. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch for the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 11 open samples: 10 of them, only the aluminum pouch is received, and in the other open sample the needle is detached from the thread. Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the open sample received with the needle detached from the thread and that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed as well. Detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: although without closed samples we are not in position of studying if the affected product does not fulfil the specifications, considering that we have received one defective sample and that there are two previous confirmed complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.